Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The complaint reported by the customer that the device does not hold the burrs was not confirmed. However, other deficiencies were found to be impairing device function during evaluation. It was found that the motor was corroded and the motor wasn't running smoothly. The protective conductor resistance (earth resistance) of the motor cable was out of tolerance. The resistance value of the keypad of the handcontrol set was out of specifications. Also the values of the keypad assembly were drifting and was not responding properly. The device was also found to be leaky. The motor, motor cable and the handcontrol set were replaced to resolve the identified failures. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the damage to the motor cable. The corroded motor has a tendency to stick and not turn. However, given the information provided we cannot discern a definitive root cause for the defective keypad assembly and the leakage in the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/30/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls needs service. The device does not hold the burrs. There was patient involvement but no impact on the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure.